Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received a shock. Upon review, the physician determined that this shock was inappropriately delivered due to t-wave oversensing of ventricular tachycardia and undersensing. It was noted that the patient's rhythm morphology did change as a result of the therapy. Boston scientific technical services (ts) was contacted for review, and it was discussed that the patient's heart rate was slowed, then elevated, eventually resulting in the shock delivery. Ts inquired as to what the patient was doing at the time of the event, and whether the patient is compliant with other rate control measures, such as medication. Potentially extending the smartcharge feature to prevent similar rhythms from being treated, as well as assessing the other sensing vectors for viability, were recommended to resolve the event. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.